Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 343 mg/dl at the time of incident and current blood glucose was 312 mg/dl. The customer had symptoms such as nausea. The customer reported that the pump had damage on the reservoir area. The customer reported issue or damage to reservoir compartment or lip the reservoir was hanging and was unable to lock in place when inserted into pump. It was reported that the customer was treated with manual injection and high blood glucose. The customer was advised that the pump will be returned for analysis. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.